Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this pacemaker was seen in (B)(6) 2016 and the remaining longevity was listed as one year. The magnet rate was 100 ppm. The pacing threshold measurements were 1.4 volts and automatic capture was active. The patient was seen again five months later and it was discovered that the pacemaker reached end of life (eol) in (B)(6). There was a concern that the battery had depleted earlier than expected. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. A review of device memory showed the device had reached replacement indicator battery status while implanted. The device had undergone hardware resets at or post-explant, which cleared the data needed to accurately determine the device operating currents. Detailed mechanical and electrical testing was performed and normal device function was observed. Based on the event description and known device operation, it was concluded that this device likely experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared replacement indicator battery status earlier than previously estimated.